Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The reported symptom (fluid leaking) was not confirmed. The reported symptom (m31 air detected in cassette warning) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Patient sensor calibration check passed. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported that while she was in dwell 3 of 5 she was receiving m31 air detected in cassette. Patient stated that she was unable to get past it so she cancelled treatment. Patient stated that when she removed the cassette on step 9 of the treatment end screens there was fluid leaking inside in the cassette area. Patient confirmed that there was fluid leaking inside the pump module. Patient was advised to discontinue use of the cycler and will revert to continuous ambulatory peritoneal dialysis treatment and to contact the clinic. Additional information was solicited.